Manufacturer narrative:
(B)(4). The actual mesh in formalin was received for evaluation and visually evaluated. The original size, the form and the orientation marker can not be identified. On one side, a part of the implant is stripped. One side of the mesh shows one stay suture. The cause of stripping could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an intra-peritoneal onlay mesh placement to repair a hernia on (B)(6) 2011. Concomittantly the patient underwent a cholecystectomy procedure. Eight to nine weeks later the patient had a relapse. The surgeon found the mesh was ripped on the left side. Absorb-tec staples were partly stuck inside the mesh. Additional information was requested.